Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery (sfa). A renegade hi-flo microcatheter was advanced to the target lesion. During the procedure, it was noted that the radiopaque tip ripped off from the catheter. The detached tip was trapped inside the patient's body and was covered with a stent so that it won't move. The procedure was completed with a different device. No further patient complications were reported and the patient's condition was fine.